Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a heart catheterization interventional procedure with a 6f sheath. Reportedly, the device failed to achieve hemostasis and there was substantial oozing after knot advancement. Manual compression was applied to achieve hemostasis; however, moments later, a hematoma formed. Manual compression and a femostop were applied to treat the hematoma. The patient was admitted overnight for observation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of hematoma is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices.